Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, h2, h3, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: e216 scope communication error and flickering image. A root cause could not be identified. Based on the results of the investigation, the cause of the b30 and e216 scope communication errors and flickering image was traced to component failure. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the colonovideoscope had scope communication error b30. The event occurred during inspection for use. There were no reports of patient involvement.